Manufacturer narrative:
This event is reportable, because a recurrence may cause or contribute to a death or serious injury. Discrepant results (precision) comparison of inratio test results provided by end-user at time complaint was filed: test: 1, facility: 2.5, pt inratio: 3.9, mean: 3.2, stdvd: 0.99, %cv: 30.94%. Test: 2, facility: 2.6, pt inratio: 3.4, mean: 3, stdvd: 0.56, %cv: 18.86%. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 3, inratio: 3.7, lab: 3.1, mean: 3.4, confident limits: 2.0-5.0. Test 3 is within the confident limits and would not require an investigation; however, test 1 is above 20% of cv and is required to be investigated. In-house testing provided (inratio meter): donor: 1, inr: 1.0, inr: 1.0, mean: 1.0, sd: 0.80, %cv: 0.00%, pass. Donor: 2, inr: 1.0, inr: 0.9, mean: 0.95, sd: 0.07, %cv: 7.44%, pass. Both samples pass the criteria for precision. Each sample replicate for each strip lot, mean and standard deviations were calculated, which resulted in both tests with 0.00% cv and 7.44%cv for each donor. These are less than 16%. No corrective action is required, as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab and/or other meter. Results as follows: two weeks ago: pt monitor 3.4 vs.. Md monitor (also inratio) 2.6. One week ago: pt monitor 3.7 vs. Lab draw 3.1. (Simultaneous). In 2009: pt monitor 3.9 vs md monitor 2.5.